Manufacturer narrative:
A steris service technician arrived onsite to inspect the conveyor system and found that the lift gate hinges were bent and the plastic bushings were missing. This caused the lift gate on the conveyor system to fall and land onto the employee's foot. The technician repaired the conveyor system, tested it and confirmed the unit to be operating properly. No additional issues have been reported. The conveyor system was installed in 2006. Prior to the reported event, no maintenance had been conducted by steris. Following the reported event, the conveyor system is now under a service agreement with steris. The reported event is attributed to personnel moving the conveyor system too quickly and sideways subsequently causing damage to the lift gate. The technician counseled user facility personnel of the proper lifting procedures for the conveyor system.

Event description:
The user facility reported that an employee obtained an injury while operating the conveyor system. The employee sought medical treatment.